Event description:
The patient was experiencing "inadequate pain relief and/or overdosing secondary malfunctioning pump." The pump was explanted and replaced and returned to the manufacturing for analysis. A follow up report will be sent when additional information is received.